Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed" during therapy in while a patient was being transported for transplant surgery (medication, dose, rate, and volume are unknown). The patient's blood pressure dropped as a result. The pump was replaced. No intervention was reported for the decreased blood pressure. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.